Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) a lot history record review was completed for lots 25160280, 25160452, and 25160470 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws catching on end of cannula while passing in and out of tunnel. Two pieces of metal protrude from the sides of the cautery when jaws are fully closed. These pieces of metal are what snag on the end of the cannula. Finished case with same kit. No patient harm or additional incisions. Minor added time.